Event description:
The surgeon implanted a cc4204bf collamer lens. The lens tore upon insertion into the eye. The lens was removed. A suture was require to close the wound. No pt injury. The facility stated that the cartridge malfunctioned.

Manufacturer narrative:
Complaints of this nature are being investigated.